Event description:
During attempted insertion of the iab, difficulty was encountered due to the balloon unwrapping prematurely. Because of this difficulty, the iab was removed and replaced. There were no pt complications.